Event description:
It was reported that the patient presented in the ER after an episode. The device exhibited an output current detection. Therapy was aborted. A low shock impedance measurement was noted. The ICD and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found high voltage output circuit damage on the device. The low voltage functionality was tested on the bench and using automated test equipment. Low voltage functionality of the device was normal. The root cause of the output anomaly could not be determined.